Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen (unknown) (2000 mcg/ml at 742 mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient came into the hcps facility due to an unrelated issue (patient fell and broke a bone) on (B)(6) 2021. When the hcp interrogated the pump at that time, they noticed the pump had a motor stall which had not yet recovered.  The hcp stated the patient did have an magnetic resonance imaging (MRI).  The hcp reported that they interrogated the pump again and were seeing that the motor stall had recovered on (B)(6) 2021 shortly after they interrogated it. Telemetry state was reviewed.  The hcp stated they understood.  Troubleshooting was not required.  The call resolved after reviewing telemetry state. Call notes state the patient recently had an MRI, and it had not been 2 hours since the patient exited the MRI. No symptoms or patient complications reported.